Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was loose and pulled out of the hub during the influenza vaccine, remaining in the patient's arm. The following information was provided by the initial reporter: "after administering influenza vaccine (fluzone quadrivalent uj910ab) when I went to remove the needle from the patient's deltoid the needle disconnected from the plastic hub and remained in the patient's arm."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was loose and pulled out of the hub during the influenza vaccine, remaining in the patient's arm. The following information was provided by the initial reporter: "after administering influenza vaccine (fluzone quadrivalent uj910ab) when I went to remove the needle from the patient's deltoid the needle disconnected from the plastic hub and remained in the patient's arm."